Event description:
During the procedure, the physician used a wilson-cook huibregtse needle knife papillotome to perform a sphincterotomy. When the device came into contact with the pt's ampulla, the needle detached in the pt and was retrieved with forceps. Post procedure, the pt's condition was reported as good.